Event description:
It was reported that the pump did not display the correct amount of insulin and the battery depleted in three days instead of the usual five to six days. There was no adverse impact to the customer's blood glucose level. The customer did not wish for a follow-up regarding the situation.